Event description:
It was reported that, during a tonsillectomy, the wand would not coagulate properly. The procedure was completed with the same device, but a competitor suction cautery was used as well. The surgery was not delayed. The patient was not injured.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue and discoloration present on the electrodes. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence. Factors that could have led to the coagulation not working includes: not having sufficient saline outflow in order to maintain coagulation or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.